Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that there are signs of melting on the inform meter, on the plastic at the bottom of the meter where the meter connects with the base. No signs of electrical short with the base. No adverse event reported. Requested return of suspect device and replacement was sent.